Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced elevated lactate dehydrogenase up to 3000 and decrease platelets. The pt was admitted and underwent a pump exchange from one lvad to another lvad.